Event description:
It was reported that the distal filter of a sentinel cerebral protection system broke off in the carotid artery. A sentinel cerebral protection system was used during a transcatheter aortic valve replacement(tavr) procedure. During the procedure, the sentinel cerebral protection system distal filter broke off in the carotid artery. The physician recovered the distal filter. No patient complications were reported.